Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to the head of the implant becoming fractured. The doctor confirms that the apical part of the implant was removed with a core drill. The doctor reports that the patient did not suffer any negative impact on his health as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant and abutment/crown were returned for investigation. There were no allegations against the abutment/crown. Visual evaluation of the as returned products identified fracture across the implant threads. Functional testing could not be performed due to the nature of the device and event. Pre-existing conditions noted were 'good oral hygiene and moderate bone density ¿ type ii'. The product had been placed on tooth # 46 (fdi) for approximately 3 years. X-ray & picture evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/08/01. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review for the lot (2017070320) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review: complaint history review was performed for the reported lot number (2017070320) for similar events (complaint category keyword: fracture: implant) and 2 other complaints were identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.